Event description:
It is reported that the patient was revised in 2008, due to disassembling of the vertical axis. Implant date is unknown.

Manufacturer narrative:
This report will be amended when our investigation is complete.